Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) display during dwell 3. The caregiver (cg) stated that the supply bag fell off the hc machine and disconnected and the hc machine was alarming se 2240. The technical service representative (tsr) advised the cg to cycle power the hc machine and se 2367 alarmed (see comment in activity section). The cg would restart the setup with all new supplies. No patient injury or medical intervention was indicated at the time of the initial report. Per 2240 call script: the hp was connected to the hc cycler at the time of the alarm. All the bags wer properly spiked and connected. Proper procedures per the user manual were reviewed with the hp. The hp would complete therapy with new supplies. The hp had discarded the sample. During a follow up with the nurse on (B)(6) 2010, it was revealed that the separation event did not cause any adverse event. Per nurse, hp is doing fine and continuing therapy. The nurse confirmed that there were no defects observed on the supplies. The nurse explained that the hp had accidently bumped on the line causing the bag to fall and subsequently disconnect. The nurse did not know the lot numbers. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per customer, the sample was discarded.